Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
It was reported that the ventilator alarmed 'primary speaker alarm' failure. There was no patient involvement. The service engineer (se) inspected the device. The se found the error code in the ventilator diagnostic logs indicating a primary alarm failure. The se replaced the motor controller (mc) speaker, however the issue continued. The se put the mc speaker back and replaced the power management (pm) board speaker and the issue was addressed. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 07oct2020. B4: 08oct2020. A speaker assembly was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to an electrical open in the speaker. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.